Event description:
Ous MDR - it was reported that the patient was resuscitated and admitted to the intensive care ward. The ICD could not be interrogated. At some point 4 months ago (the exact date is not known), the patient was upgraded to this device. In addition, an atrial lead was implanted at that time. During the current revision, abrasion was noted on the right-ventricular lead. This device has been returned for analysis. The lead remains implanted and active.

Manufacturer narrative:
Follow-up 01 was submitted before the analysis could be translated. After its receipt, the ICD was first checked visually. In the process, the spark over traces shown in figure 1 were detected on the ICD housing. The dot-shaped sites of molten titanium indicate a spark over during the shock delivery between the housing and the df-1 rv conductor of the lead. Matching the clinical observation, an interrogation of the ICD was not possible. For that reason, the housing of the ICD was opened in the next step, and the inner structure was examined. During the inspection of the electrical module, damage to the fuse that separates the battery from the module and to the final shock stages could be detected. This damage indicates a shock delivery into an external low-ohmic shock path,fitting the spark over traces on the ICD housing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The triggering of the electrical fuse separated the electrical module from the battery, as a result of which and in accordance with the clinical observation the ICD could no longer be interrogated. The likely cause is a damaged lead insulation in the vicinity of the ICD pocket, which led to an electrical contact between high-voltage conductor and housing. Further use of this lead therefore harbors the risk of a repeated shock delivery into an external shock circuit.